Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, grommet damaged.

Event description:
It was reported that during implant attempt, there was oversensing with pocket manipulation. No oversensing was noted outside of the pocket. It was also reported that there was noise. The device was not implanted. No patient complications have been reported as a result of this event.